Event description:
It was reported that after device change out, upon induction testing, therapy was aborted due to possible high voltage lead issue. The ICD was replaced and the same issue was observed with the new ICD. Low lead impedance was observed; insulation damage suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.